Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: the reported information, which included a report that the patient was hospitalized and subsequently expired was reviewed. Per the patient¿s peritoneal dialysis registered nurse (pdrn) the patient was unable to complete treatment on (B)(6) due to alarms received on the liberty select cycler. The patient was initially hospitalized on (B)(6) 2018 due to limited oral fluid intake, gangrene on three fingers of the right hand and edema of the lower extremities. The patient continued pd therapy during the hospitalization until the patient chose to end dialysis and transition to hospice on (B)(6) 2018. The patient expired (B)(6) 2018 due to cardiac arrest. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The patient withdrew from dialysis treatment two days prior to death. The completion of a clinical investigation is not required.

Event description:
Follow-up letter received on (B)(6) 2018 from the clinic for file (B)(4) stated that the patient experienced ¿increased edema¿, did not complete treatment, went to the emergency room, and expired. Spoke to pdrn (B)(6) on (B)(6) 2018 10:30 am to gather additional information relating to the follow-up letter received. Pdrn (B)(6) confirmed there were no patient adverse event or medical intervention for the events reported on (B)(6) 2018, and the patient did not complete treatment. In addition, the pdrn mentioned that the patient was hospitalized on (B)(6) 2018 due to gangrene, not drinking or taking in fluids, and other health issues that were unrelated to fresenius products. The pdrn stated that the patient suffered heart attack and expired (B)(6) 2018 due to cardiac arrest. One additional file ((B)(4)) where pv will be notified has been opened to account for the patient¿s hospitalization and expiration. This sap call script is from (B)(4), the original file that this record has been opened from.

Manufacturer narrative:
Clinical conclusion clinical conclusion: this 54 year old male patient initially contacted technical support on (B)(6) 2018 for patient line blocked messages for which he did not complete peritoneal dialysis therapy for two days. The patient¿s family assists with dialysis and didn¿t feel comfortable assisting with manual exchanges. The patient, with a history of severe peripheral arterial disease and congestive heart failure presented to the emergency room on (B)(6) 2018 and was admitted. The patient was not eating or drinking at home and was not fluid overloaded. The patient was found to have severe gangrene of the right hand, ulcerations of the left hand, non-healing ulcer of the right leg and penis as well as being hypotensive with a blood pressure of 92/47. The patient continued to complete pd therapy during the hospitalization, however, his condition worsened into septic shock despite antibiotic (unspecified) treatment. The patient experienced cardiopulmonary arrest (unknown date) and was admitted to the cardiac care unit (ccu) after return of spontaneous circulation and being intubated. The patient was also found to have vegetation on the mitral valve and diagnosed with infective endocarditis. After the patient continued to decline the family decided to withdraw all medical interventions including peritoneal dialysis on (B)(6) 2018 and the patient was extubated and expired peacefully on (B)(6) 2018. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The patient withdrew from dialysis treatment two days prior to death.

Event description:
During follow up for a separate event it was reported a peritoneal dialysis (pd) patient had expired. Upon follow up the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient was unable to complete treatment on (B)(6) and (B)(6) due to alarms received on the liberty select cycler. The patient was initially hospitalized on (B)(6) 2018 due to limited oral fluid intake, gangrene on three fingers of the right hand and edema of the lower extremities. The patient continued pd therapy during the hospitalization until the patient chose to end dialysis and transition to hospice on (B)(6) 2018. The patient expired (B)(6) 2018 due to cardiac arrest.

Manufacturer narrative:
Correction: event description.